Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra field service technician reported on behalf of the customer that on (B)(6) 2018, a c2602 cusa excel straight hand piece only had 90% power amplitude output. There was no patient injury. Additional information was received on 27mar2018 indicating that the device was in contact with a patient. There was also a 30-minute surgery delay due to the product problem.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The complaint could not be confirmed. An investigation for cause was unable to be performed. If the product is returned for evaluation the complaint will be reopened and the evaluation will be completed.

Manufacturer narrative:
The product was returned for evaluation. The evaluation verified the complaint as valid as stated in the received service report. The fault/damage is consistent with none or incorrect utilization of the ¿torque base¿. In conclusion, the cause of the handpiece failure is being over-torqued.